Event description:
Patient experienced a non fatal mi in 2005. Recovered with treatment the 5th day. Additional information received from nurse at the user facility indicated the cause of the mi was in relation to a 90% blockage in the arteries. She reported that the patient's heart attack had no relation to the h.e.l.p machine.